Manufacturer narrative:
The alarm trace for (B)(6) 2020 showed sample clot alarms. On 05-nov-2020 the field service engineer (fse) checked various instrument parts related to the vacuum. Preventive maintenance was performed. The service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(4). The customer's calibration was ok. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 results for two patients tested on a cobas 8000 c 702 module. The customer did not report the initial results outside the laboratory. Both patients had a new sample collected on (B)(6) 2020, and the results from the new sample did not match the initial results. The customer performed repeat testing with the initial samples for confirmation. On (B)(6) 2020, patient 1's initial creatinine result was 416.0 umol/l. On (B)(6) 2020, patient 1's creatinine result with a new sample collected and tested on a different analyzer was 72.0 umol/l. On (B)(6) 2020, patient 1's creatinine result with the initial sample and tested on the initial analyzer was 72.0 umol/l. On (B)(6) 2020, patient 2's initial creatinine result was 167.0 umol/l. On (B)(6) 2020, patient 2's creatinine result with a new sample collected and tested on the same analyzer was 58.0 umol/l. On (B)(6) 2020, patient 2's creatinine result with the initial sample on the same analyzer was 61 umol/l. The creatinine reagent lot number was 499631 with an expiration date requested but not provided.